Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose results. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is 100-112mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/28/2018 and open vial date is within the month of (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:lo date:(B)(6) 2018 time:1:34 pm fasting, result 2:lo date:(B)(6) 2018 time:1:30 pm fasting, result 3:98mg/dl date:(B)(6) 2018 time:8:15 am fasting, result 4:98mg/dl date:(B)(6) 2018 time:8:20 am fasting, result 5:101mg/dl date:(B)(6) 2018 time:8:00 am fasting. The customer is calling for assistance with the meter due to receiving the error messages e-0 and e-5. While in the process of troubleshooting the meter, the customer received a result of lo.